Manufacturer narrative:
The device did not alarm when a proximal occlusion occurred. This was due to unseated connector. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case.

Event description:
During verification testing at the service center, the device did not alarm when a proximal occlusion was present.